Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery quickly depleted and pump shut off. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.